Event description:
It was reported a patient's pacemaker presented with erosion and the system was infected. The system was explanted in a procedure on (B)(6) 2025. Post-procedure the patient was stable.

Manufacturer narrative:
The lead was returned due to infection. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.